Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging and/or preparation for use resulted in the noted cracks noted at the proximal end of the hose assembly thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat the mid left anterior descending artery. A non-abbott balloon crossed the lesion and during preparation of a 20/30 indeflator outside the anatomy for balloon dilatation the indeflator had air bubbles every time the negative pressure test was performed. Another indeflator was used successfully. After pre-dilatation a non-abbott stent was deployed and a non-abbott balloon was used for post dilatation. There was no patient involvement and no clinically significant delay. No additional information was provided. Returned device analysis identified there was a leak observed during pressurization and negative vacuum. There was a crack at the proximal end of the hose assembly.